Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test.

Event description:
It was reported that the drive support cap is flush. The insulin pump alarmed motor error. Advised customer not to manipulate or push the drive support cap. Advised the customer that the insulin pump will be replaced. Nothing further reported.